Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of diagnosed left iliac compression via the right femoral vein retrograde approach, after successfully flushing the vascular stent delivery system and crossing the lesion with an 0.035" hydrophilic guidewire and an 8fr introducer sheath, the vascular stent allegedly failed to deploy despite attempts to use all release methods. Therefore, the delivery system was removed without incident from the patient and exchanged for another to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during treatment of diagnosed left iliac compression via the right femoral vein retrograde approach, after successfully flushing the vascular stent delivery system and crossing the lesion with an 0.035" hydrophilic guidewire and an 8fr introducer sheath, the vascular stent allegedly failed to deploy despite attempts to use all release methods. Therefore, the delivery system was removed without incident from the patient and exchanged for another to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in common device name. Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the user could not deploy the stent by using the trigger and the slide method. The stent was found partially released and a force transmitting component was found detached from the grip which made a successful deployment by using the trigger/ slider impossible. An indication for a process related issue could not be identified. Therefore, the complaint was confirmed. The reported application represents an off label use of the device. However, based on the available information and the evaluation of the returned sample, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the labeling it was found that the instruction for use (IFU) sufficiently address the potential risks. Regarding the usage of a damaged product, the IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "the conventional method requires the user to remove the white conversion tab (m) before snapping the catheter out of the performaxx grip. The stent can then be deployed by using the conventional pin and pull-back technique." Furthermore, the e-luminexx vascular stent is intented for use in the iliac and femoral arteries. (Eval code & desc - results 1), (eval code & desc - conclusion1).